Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an initial implant procedure. During positioning the lead in the right ventricular apex, it was noted that the proximal end of the lead was damaged. The insulation was broken, and the stylet could not pass through the lead. The lead was exchanged. The patient was stable throughout the event.